Event description:
Fifteen minutes after treatment in the upper nasolabial folds with juvederm ultra plus, the patient presented with blanching at the treatment site. The patient took benadryl with no improvement. The physician prescribed an oral steroid dose pack and oral antibiotics and the symptoms are improving. Further follow up from the physician note that the patient presented with blistering from the nose to the cheek area. The patient also applied a topical steroid, but the physician believes that it is not helping to resolve symptoms. The physician also noted that the patient presented with pain and redness and the redness is subsiding. The physician diagnosed the symptoms as an allergic reaction.

Manufacturer narrative:
Device evaluation summary below: we would like to get back to you concerning your medical complaint (FDA reportable) above referenced after injection of juvederm ultra plus. The documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle, extrusion force test) are registered as conforming to the specifications. In conclusion, as all the analysis results of the batch are conforming, it is probable that the patient had an undesirable side effect to the injection, as indicated in the dfu.